Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On (B)(6) 2018 arjohuntleigh has become aware of an event with involvement of maxi sky 600 ceiling lift and an maa4100m-l-l1 clip sling. It was reported that during resident transfer from bed to chair two shoulder clips broke, while the caregiver pushed a spreader bar to get the resident into a seated position. The resident was over her chair at the time so she was supported when the clips on the sling snapped. There was no injury sustained.

Manufacturer narrative:
Collection of information is ongoing. Additional information will be provided upon conclusions of the manufacturer's investigation.

Manufacturer narrative:
On (B)(6) 2018 arjo has become aware of an event involving maxi sky 600 ceiling lift and an maa4100m-l-l1 clip sling. It was reported that during resident (female, 88 years, 84,2 kg) transfer from bed to chair two shoulder clips broke. The clip fractures occurred, when the caregiver pushed down on the spreader bar to get the resident into a seated position. The resident's body weight was partially supported by a chair, when the sling clips snapped. There was no injury sustained. After the event the lift and the sling were inspected by arjo representative. The maxi sky 600 was found in a very good condition and working according to manufacturer's specification. It was fitted with 4- point flat dynamic positioning system (dps) spreader bar. The sling was found with two shoulder clips fractured in a half from left to right and unreadable label. The review of similar reportable events involving the maxi sky 600 in last 5 years, revealed a limited number of events where it was indicated that the clip broke during resident transfer. A sling clip is the plastic part that attaches the soft fabric sling that holds a person, to the metal spreader bar frame of a patient lift. Each sling has four clips, usually partitioned as two shoulder side clips and two leg side clips. Based on analysis of previous complaints and review report regarding clip breakages, a breakage of clip which does not occur on the strap bar of the clip, comes from mechanical pressure from the outside of the clip. This type of breakage is expected to occur when a clip is pinched with a force much higher than the force it will normally receive during use. The force needed could come from a steam powered washing press, or similar, combined or followed with a sharp blow of mechanical force. Following the instructions for use for passive clip slings (IFU, 04.sc.00 rev. 2) - "cleaning instruction: do not: wash with rough surfaces or sharp objects, steam, use any mechanical pressure, pressing or rolling, tumble dry, ironing." During normal, intended use, the force that comes onto a clip is a downward pull force. Sideways forces are minimal and can only exist in a limited angle. From previous reports conducted we learn that the maximum percentage of the patient's weight on the clip measured during average on-label use is 33.6%, the minimum percentage is 14.8%. So for a clip with safe working load (swl) of 190kg, the maximum weight on a clip during use is 64kg, for a 272 swl sling the maximum weight during on-label use can be 91kg. Additionally from test results, we found that the clips were still performing over the pull strength capacity needed for safe use - black "zig-zag" clips still hold more than 450 kg of pull on one clip (where typically the weight of the person being transferred is partitioned over four clips). Therefore, we can assume that the black clips in the sling can still take more than four times the weight that is likely to come on them during on-label use. As per IFU, the caregiver is obligated to inspect the sling before every use. "Warning: to avoid injury, always make sure to inspect the equipment prior to use." During the inspection the caregiver should check all parts of the sling for e.g.: damaged clips, unreadable or damaged label. " if any part is missing or damaged, the sling should not be used. If the caregiver follows every guideline given in the device lift IFU, there is a very low possibility of any potentially risky situation to occur. On 2018-apr-12 a training for facility staff was completed by arjo representative. To conclude, the system - clip sling and ceiling lift was used for patient's care and in that way contributed to the alleged event. There was a system deficiency found (clips breakage) and from that perspective the system did not meet the manufacturer's specification at the time of the event. We report this event to the competent authorities due to potential of serious injury upon reoccurrence.